Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away due to right heart failure and infection. It was reported the device operated as intended. No autopsy was performed. The device was not explanted.

Manufacturer narrative:
Manufacturer's investigation conclusion: the relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The implant kit shipped on 19nov2015. The heartmate ii left ventricular assist system instructions for use lists right heart failure, infection, and death as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. The instructions for use cautions: ¿right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump.¿ instructions regarding preventing infection are outlined in various sections of this document. The heartmate ii left ventricular assist system patient handbook contains instructions on preventing infection. A direct correlation between the ventricular assist device and the reported events (right heart failure, infection, and patient expiration) cannot be conclusively determined through this investigation. The patient was implanted with heartmate ii left ventricular assist system on (B)(6) 2016. The patient ultimately expired on (B)(6) 2021 due to right heart failure/infection. The account communicated that the ventricular assist device operated as intended and will not be returned for evaluation as the pump was not explanted/no autopsy was performed. No further information regarding the event has been provided by the account at this time. The heartmate ii left ventricular assist system instructions for use lists right heart failure, infection, and death as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. The instructions for use cautions: ¿right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump.¿ instructions regarding preventing infection are outlined in various sections of this document, as well as in the heartmate ii left ventricular assist system patient handbook. No further information was provided. The manufacturer is closing the file on this event.